Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
The part which holds the head brush broke off while I was brushing my teeth - oral-b [device breakage]. Case narrative: male consumer via e-mail reported that the part of his oral-b toothbrush handle which held the oral-b toothbrush head broke off while he was brushing his teeth. No injury was reported. 13-mar-2024 via e-mail: the suspect product was oral-b rechargeable toothbrush handle 3758. The suspect product lot was ah0205131. No injury was reported. 26-mar-2024 via case update: the suspect product lot was ah02051319. No injury was reported.

Manufacturer narrative:
08-may-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
The part which holds the head brush broke off while I was brushing my teeth - oral-b [device breakage]. Case narrative: male consumer via e-mail reported that the part of his oral-b toothbrush handle which held the oral-b toothbrush head broke off while he was brushing his teeth. No injury was reported. 13-mar-2024 via e-mail: the suspect product was oral-b rechargeable toothbrush handle 3758. The suspect product lot was ah0205131. No injury was reported. 26-mar-2024 via case update: the suspect product lot was ah02051319. No injury was reported.